Manufacturer narrative:
The implant and explant dates were provided and have been added to this report. After receipt, the pacemaker underwent a visual analysis. The inspection showed scratches on the inscribed side of the housing. Next, the pacemaker underwent an electrical incoming goods control. During the initial status interrogation, an error message was displayed at the programmer, which indicates an increased power consumption of the implant with the message that the implant is in safe mode. The pacemaker memory excerpt also documented an increased power consumption. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the safe mode. The signal sensing of the device was normal. However, a decrease in output amplitudes up to a suspension of pacing occurred several times intermittently. The device was then opened, and the electronic module was analyzed visually. Both the internal structure and the battery were ok. The battery was 50% discharged, and the power consumption was as expected. During the analysis of the electronic module, the origin of both the intermittent suspension of the pacing function and the increased power consumption could not be clearly identified. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the analysis of the pacemaker initially confirmed the clinical observation. However, in the further course of the analysis, an intermittent suspension of the therapy functions was observed, and an increased power consumption could not be reproduced during a thorough and time-intensive analysis on the component level. The check of the production history showed that the device functioned properly at the time of shipment.

Event description:
Ous MDR - an error message was reported when the device was interrotated. A reset was not successful. After consultation with technical service, a dump was pulled and analyzed it was decided the pacemaker should be explanted.

Event description:
Ous MDR - an error message was reported when the device was interrogated. A reset was not successful. After consultation with technical service, a dump was pulled and analyzed. It was decided the pacemaker should be explanted.